Event description:
Additional information received indicated the ble issue reoccurred. There were no reported patient consequences.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient's application has been reconnected to their icm, however, no information was provided on the type of intervention performed.